Manufacturer narrative:
H11: the device was received for evaluation. The device underwent functional testing, and a system error 21508 keeps alarming, so evaluation is unable to run a flow to find out if the pump is under-infusing. Visual inspection found fluid present inside door and along the tubing channel. An unspecified ¿piece¿ is hanging out of the end adapter plate assembly handle. The ac adapter is damaged. Upon opening the case halves, a very sticky substance was present inside the mechanism. Parts requiring replacement are: lvp mechanism, top enclosure, ui to fp flex, enclosure gasket, door to door o ring, ac adapter, adapter plate assembly and a rubber foot. Testing will be performed to ensure the intended functionality of unit. The reported condition was verified. The cause of the condition was due to several parts requiring replacement. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was "pumping wrong amounts" during testing. There was no patient involvement. No additional information is available.